Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, and displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. Unit was received with broken battery tube threads and belt clip slot. Unit was received with corroded battery tube, cracked case at display window corners, and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump had cracks near the battery compartment. She was changing the battery and it started to fall apart. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.